Event description:
It was reported that the ilet user¿s glucose remained above 300 mg/dl for over 90 minutes, peaking at 324 mg/dl after a carb-heavy coffee without a meal announcement. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, specifically failure to follow instructions and missing a meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.